Event description:
It was reported there was an error displayed when the device was powered up. The device was restored to service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.